Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# serial# unknown. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Reason for call was pt says they are getting boston scientific scs because their implant "shorted out on me probably in 2014 it shorted out on me, I could feel electricity running down my leg and felt a pop if I bent or moved a certain way" and says the hcp said "it was something with the lead wire". Pt also said "if I ran it too high my hands would jump like I was shaking so I had to run it low and it helped me but my dr took it out and couldn't get it back in because of my cartilage and the swelling in my back and that's why they switched to the boston scientific device". Pt says "that was the only problem with your device"". Pt says they had a boston scientific trial the week before thanksgiving, and hasn't yet gotten the permanent implant yet. Pt says they will have "to use balloons on the boston scientific device". Pt says with the trial it worked well and could sleep well and the bending issue and feeling more stimulation didn't happen. Pt will go forward with the boston scientific device. The patient was redirected to their healthcare provider to further address the issue.redirected caller: other (document in note).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The stim was removed and got another on put in and two wires on that broke on that one. Patient reported they are replacing with competitor device.